Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6, -13.0/2.0/088 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's right eye (od) due to excessive vault.this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data: h6 - medical device problem code 1494: off-label use (age>45yrs). Claim# (B)(4).